Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Event description:
It was reported that during follow up, it was unable to interrogate the device. The device was explanted and replaced. The patient's condition was good.

Manufacturer narrative:
(B)(4).